Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported by that the patient was admitted into the hospital on (B)(6) 2023 due to a pneumoperitoneum and underwent an operation. It was reported that the patient's pegj tubing and pancreatic exocrine insufficiency tubing were removed and a balloon percutaneous endoscopic gastrostomy tube was placed. On an unknown date, it was reported that the patient experienced a fever. No additional information was provided.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of pneumoperitoneum. Pneumoperitoneum is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.